Manufacturer narrative:
(B)(4). The white tip did not fully detach. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device was activated manually and straps were delivered properly. The device worked as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white ring at the extremity of the shaft was slightly detached and the strap was blocked in the shaft. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.